Event description:
During a revision surgery was attempting to remove a polar stem and in the process of removing the stem the extractor block broke off of the extractor and became cold welded onto the polar stem neck. The revision surgery itself is filed under (B)(4).

Manufacturer narrative:
[(B)(4)].

Event description:
During a revision surgery was attempting to remove a polar stem and in the process of removing the stem the extractor block broke off of the extractor and became cold welded onto the polar stem neck. The revision surgery itself is filed under (B)(4) (your reference 9613369-2017-00047). Update on 10/4/2017: not the extractor block broke off as initially reported but the extraction screw. Therefore we changed the suspected medical device to extraction screw and to concomitant medical product to extractor block.